Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during procedure, high capture threshold was observed on the lead. Lead was explanted and replaced. Patient was stable.